Manufacturer narrative:
Investigation: per the customer, the return function was used according to the requirements. The blood controlling test 2 hours after the run showed a hgb in the blood of 4.2 mmol/ l (= 6,72 mg/ dl). Re-testing confirmed a hgb of 3.9. The customer reported that retrospective of the first collection on the patient the day prior, (B)(6) 2018, showed a drop of hgb from 6 to 5 mmol/l. The collection on (B)(6) 2018 for the reported event was started with hgb of 4.6 mmol/l. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that following a stem cell collection procedure on a pediatric patient, the patient¿s hemoglobin was found very low. As a result, the patient was given a transfusion of 200 ml rbc. Per physician orders, 75 ml of rinse back was given to the patient. Per the customer, during the night the patient got fever and was given antipyretica and antibiotics (meronem). The patient's c-reactive protein (crp) stayed negative. Patient age is not available at this time. Patient outcome is not available at this time.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: terumo bct's therapeutic specialist provided feedback to the customer regarding the implications of following appropriate procedural details.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: based on the information available and the run data file analysis, the spectra optia system operated as intended. While there is no indication of a specific root cause for the patient reaction and the need for medical intervention, the most likely cause of the patient's anemia was multiple adjustments to the hematocrit and collect pump flow rate during the procedures. Per terumo bct's internal medical review, it is believed that the injury of rbc loss requiring medical intervention, was probably due in part to operator interventions during the procedures. That is, the use of the optia likely contributed to the need for transfusion and partial rinseback in this pediatric patient. Current evidence suggests that the operator¿s manipulation of the optia spectra system may have resulted in the inadvertent loss of rbcs in the collected product and contributed to the post-mnc anemia documented for this patient.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the customer provided a copy of the lab data showing the patient's hematocrit values over a course of several days. The units in mmol/l were converted into % hematocrit and the time stamps were compared to the procedure start times on day 1 and day 2 collections in order to establish the patient's hematocrit in relation to the procedure. Patient¿s hct values: 5/10 = 33.36 %5/12 = 31.41 % (-1.95%) 5/13 = 29.01 % (-2.4%) 5/14 = 29.01 % (no change) before 1st procedure 5/14 = 24.18 % (-4.83%). After 1st procedure 5/15 = 22.23 % (-1.95%).5/15 = 20.31 % (-1.92%) before 2nd procedure, the rdf confirmed that custom prime was started at 09:18 am so it is believed that the blood sample was obtained when the patient was connected. Based on this, the patient¿s hct decreased another 2% overnight before the second procedure started. The run was ended at 1:10 pm and this time they opted to rinseback. The patient¿s hct was tested again at 4:49 pm and came back 1.92% lower .5/15 = 18.84 % (-1.47%). The patient¿s hct was tested again at 8:49 pm and it had gone down another 1.5 % almost 8 hours after the procedure. During the four days leading up to the mnc procedures. The patient's hematocrit showed a decrease from 33% to 29% and overnight between the two procedures dropped from 24% to 22%, suggesting an ongoing pathological process depleting rbcs. While it is unclear what volume of rbcs were collected into the mnc products during these procedures and an estimate cannot be provided in the absence the cell counts or information about appearances of the collection bags, it is apparent from the data and the medical team¿s responses that there was an unexpected loss of rbcs, which likely contributed to the use of a partial rinseback in the second procedure, and the later need for a rbc transfusion. Based on the rdf data and analysis, which showed that there were frequent data and control entries during the procedure, in particular relatively high collect flow rates, and multiple hematocrit entries. These could have produced collected mnc products with a high hematocrit, resulting in patient rbc loss. We believe therefore that the injury (rbc loss requiring medical intervention) was probably due in part to operator interventions during the procedures. That is, the use of the optia likely contributed to the need for transfusion and partial rinseback in this pediatric patient. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Common reactions include citrate induced hypocalcemia, vasovagal reactions, problems related to vascular access, and allergic reactions. Rarer, delayed complications of apheresis include hemorrhage, thrombosis, infection related to access lines or blood components, anemia, and protein depletion. The device serial number history report indicates no further related issues have been reported for this device. Preventive maintenance was performed on 06/04/2018 and the device was verified to be operating per manufacturer specifications. One year of service history was reviewed for this device with no issues related to the reported condition identified. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: the run data files for the day 1 and day 2 procedures show many unusual data and control entries to the optia during the procedure. Among these were an overestimation of the patient tbv, questionable entries of increase patient weight, high collect flow rate settings, very high inlet flow settings (which were reduced by the system due to anticoagulant flow rate limits), and multiple hematocrit changes. While the combination of the frequent entered hematocrit changes and the other questionable entries, in particular the high collect flow rates, during both procedures, could result in a high rbc content in the collected mnc product, the absence of alerts from the optia that the automated interface management (aim) system was unable to maintain the optical density of the collected product, and a calculation based on the estimated losses due to post prime channel expansion, suggest that rbc losses due to excessive rbc collection into the product were not significant. The customer provided a copy of the lab data showing the patient's hematocrit values over a course of several days. The units in mmol/l were converted into % hematocrit and the time stamps were compared to the procedure start times on day 1 and day 2 collections in order to establish the patient's hematocrit in relation to the procedures. Patient¿s hct values: 5/10 = 33.36 %5/12 = 31.41 % (-1.95%) 5/13 = 29.01 % (-2.4%) 5/14 = 29.01 % (no change) before 1st procedure 5/14 = 24.18 % (-4.83%). After 1st procedure 5/15 = 22.23 % (-1.95%) .5/15 = 20.31 % (-1.92%) before 2nd procedure, the dlog confirmed that custom prime was started at 09:18 am so it is believed that the blood sample was obtained when the patient was connected (the hct result had a time stamp of 9:33 am). Based on this, the patient¿s hct decreased another 2% overnight before the second procedure started. The run was ended at 1:10 pm and this time they opted to rinseback. The patient¿s hct was tested again at 4:49 pm and came back 1.92% lower. 5/15 = 18.84 % (-1.47%). The patient¿s hct was tested again at 8:49 pm and it had gone down another 1.5 % almost 8 hours after the procedure. During the four days leading up to the mnc procedures the patient's hematocrit showed a decrease from 33% to 29% and overnight between the two procedures dropped from 24% to 22%, suggesting an ongoing pathological process depleting rbcs. Additional root cause: during the four days leading up to the cmnc procedures the patient¿s hematocrit showed a decrease from 33% to 29%, and overnight between the two procedures dropped from 24%to 22%, suggesting an ongoing pathological process depleting rbcs. Based on calculations of the volume of rbcs removed from the patient due to channel expansion post custom prime, the majority of the rbc losses in these procedures were due to the low hematocrit blood prime done for these procedures.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: per the risk evaluation memo the procedure performed on the spectra optia machine with the 10 kg patient experienced hematocrit (hct) decrease from 0.29 to 0.24 in one procedure. In spite of a partial rinseback in the second procedure the same patients hct decreased from 0.20 to 0.22 in the second procedure. The patient required a rbc transfusion to resolve the acute anemia. The medical staff used a custom (blood) prime in this small patient but opted to prime the circuit with blood at the patient¿s (already low) hematocrit. Because the custom prime in cmnc procedures is done without the optia centrifuge spinning, after initiation of the procedure the machine requires more rbcs enter the channel, depleting the patient¿s rbcs. The estimated rbc loss due to this mechanism was 35 to 44 ml, which could cause symptomatic acute anemia in a small low hematocrit patient such as this one, when low hematocrit priming blood is used in cmnc custom prime. The optia operator¿s manual and usual training materials do not warn of this possibility. Additional rbc losses into the collected mnc products could occur, but these losses are expected to be smaller. Investigation is in process. A follow-up will be provided.

Manufacturer narrative:
This report is being submitted to provide additional information. Investigation: the run data files (rdf) were analyzed for this event. The rdf for the patient on the procedure from the prior day for reference ((B)(6) 2018) and the rdf from the incident on (B)(6) 2018 were investigated. Review of the rdfs associated with this complaint show that during the run of both procedures, the operator was constantly making adjustments to the procedure on (B)(6) 2018, especially of the entered patient hct. The operator adjusted the hct 8 times during the first procedure and adjusted the hct 14 times in the second procedure, (B)(6) 2018. The entered patient hct is important and should be entered accurately from the beginning of the procedure. Hct is used by the system in two ways: to calculate the limits for plasma and collect volumes; to calculate the initial plasma pump flow rate before the aim system starts managing the concentration of cells in the collect port based on the collection preference. If the hct is not accurate it may delay the system¿s ability to establish the interface. The default collect pump flow rate for an inlet flow rate less than 20 ml/min will be 5% of the inlet flow rate with a minimum value of 0.5 ml/min. Once the values on this screen are confirmed, the collect pump flow rate will not change unless the operator changes it. For these procedures, the operator adjusted the collect pump flow rate multiple times and the higher the collect pump flow rate, the more likely excess red blood cells (rbcs) will enter the collect bag. Investigation is in process, a follow-up report will be provided.

Event description:
Due to EU personal data protection laws, the patient outcome is not available from the customer.